Manufacturer narrative:
Title :laparoscopic technique: intervention for peritoneal dialysis-related diseases, source: ni et al. International journal of surgery: global health, volume 3, 2020 (1-5), article number: e10, date of publication online: 8 january 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study which explored minimally invasive laparoscopic treatment for 817 patients for early-stage complications of peritoneal dialysis (pd), 40 patients failed conservative treatment of pd complications. All patients underwent l aparoscopic pd catheter release and suspension or laparoscopic pd catheter extraction, 26 patients underwent laparoscopic extubation, and 14 patients underwent laparoscopic greater omentum suspension. It was found that the drainage of the pd catheter was not smooth due to omentum wrapping. The main reason for lack of patency within the peritoneal dialysis catheter was transposition of the peri toneal dialysis catheter resulting in the encapsulation of the greater omentum also, there were 14 cases that had blockage of pd (incidence rate was 1.71%). It was mentioned that peritoneal dialysis catheter occlusion can occur when the end of the catheter was not placed between the rectum and the bladder or between the uterus and rectum and when after implantation, it was removed from the pelvic cavity by abdominal pressure or mechanical disturbance during suturing and ligation, because it was not completely fixed. There was no reported patient outcome.